Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation:a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the alarm was a failsafe alarm and there was no air past the point of last detection and could not be returned to the patient. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a procedure on a rika device, the alarm "air bubbles in donor line and soft cassette" occurred and there were air bubbles in the donor line and soft cassette. The customer stated there were no kinks, obstructions, or leaks found in the line. It was reported that the needle was fully seated inside the donor vein and the needle was not dislodged. Patient information and outcome are unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a procedure on a rika device, the alarm "air bubbles in donor line and soft cassette" occurred and there were air bubbles in the donor line and soft cassette. The customer stated there were no kinks, obstructions, or leaks found in the line. It was reported that the needle was fully seated inside the donor vein and the needle was not dislodged. Patient information and outcome are unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation:a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.